Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the pump connecting tube. Therefore, the pump was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. Under microscope observation, bodily fluid was found within the pump; therefore, the pump was not functionally tested. The tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak test. Based on analysis results, the reported device issue was not confirmed, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the pump connecting tube. Therefore, the pump was replaced. There were no patient complications.